Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of: "the study is consistent with a septal bounce" has been changed to: "there is diastolic collapse of the left atrium consistent with the presence of tamponade physiology." Septal bounce is a paradoxical bouncing motion of the interventricular septum initially directed towards and then away from the left ventricle during early diastole. Septal bounce is typically seen in constrictive pericarditis and cardiac tamponade when there is an increase in ventricular interdependence. Ventricular interdependence occurs in conditions where an increase in volume of one ventricle causes a decreased volume in the opposite ventricle. This phenomenon is caused by reduced ventricular compliance due to a fixed pericardial volume. Septal bounce may at times occur in right ventricular dysfunction related to massive pulmonary embolism or other causes of pulmonary arterial hypertension. In this issue, the intent of the original sentence was to describe the presence of a septal bounce which can be an indication of cardiac tamponade, constrictive pericarditis, and sometimes rv dysfunction. The changed sentence changes septal bounce to diastolic collapse of the lv consistent with tamponade. It is true that septal bounce is frequently associated with tamponade, the possibility exists that this was not the intent of the original reading physician. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference # z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence is 1 study date.